Manufacturer narrative:
(B)(4).

Event description:
A lead dislodgement was noted and the patient underwent a revision to reposition the lead. During the procedure, the helix would not extend after being retracted. The lead was explanted and replaced. The patient is in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Visual inspection revealed the helix slightly extended and could not be retracted due to blood/tissue in the helix housing. Additionally the inner coil was over torqued at the connector region. After dissecting, the lead was ultrasonically cleaned and the helix was able to retract and extend by applying torque to the inner coil. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with that occurring at the time of explant.